Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via right transfemoral approach, the 26mm s3ur frame was noted to be bent at first visualization after it exited the sheath. Once the frame damage was noticed, the operators attempted to pull the valve back into the esheath+ and were successful. The decision was then made to get access on the patient's other side and deploy the valve from the left side and then remove the damaged valve and sheath. There was no patient injury.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As the device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined for any abnormalities, and the following was observed: crimped valve: one (1) strut was bent outwards at the inflow side of the valve and punctured through sheath. Post-expanded valve: bent strut was corrected post-expansion. Leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Imagery was provided by the site and reviewed, and the following was observed: patient's right access vessel had presence of calcification and tortuosity. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported 'during implant of a 26 mm sapien 3 ultra resilia (s3ur) valve in the aortic position via right transfemoral approach, the 26mm s3ur frame was noted to be bent at first visualization after it exited the sheath'. Per imagery review of 3mensio, patient's access vessels had presence of calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.